Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue; however, the reported issue could not be duplicated in testing. The parts needed to repair their device are not available. The customer was advised of this and provided a loaner device. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue is due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11, worn battery pins, and an old battery. The fretting corrosion on j11/p11, worn battery pins, and old batteries can all increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.